Event description:
Telemetry receiver reset while recording a pt code. The staff was alerted to the pt's condition by the monitor alarm and the recording started, but due to the reset, the recording of the code was terminated and not available for subsequent inclusion in the pt's record.